Manufacturer narrative:
The product identity was confirmed in the evaluation. The lactosorb rapid flap returned is potentially biohazardous and therefore cannot be removed from the bag. Visual evaluation was performed through the bag. Visual evaluation revealed the post is fractured; therefore, the complaint is confirmed. The most likely cause of the post's fracturing is determined to be excessive force being exerted onto the post. There are no indications of a manufacturing defect.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
(B)(4). Review of the device history records show that the lot was released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported that during a cranial encephalo-duro-anterio-synangiosis (edas) procedure, the post of the lactosorb rapidflap was broken right above the outer plate. The clamp remains implanted as the break was above the implanted portion of the clamp; the procedure was completed without delay.